Event description:
It was reported that patients contacts had high impedances. The patient underwent a revision procedure. During the procedure, the spinal cord stimulation (scs) lead tails were wet and dry and tested impedances using an external trial stimulator (ets) to confirm the artisan paddle was not the issue. A new battery was opened and there were still impedances. The battery was grounded, and they were all green, however the same impedances re-appeared in post operation. The explanted old implantable pulse generator (ipg) will be returned analysis.

Manufacturer narrative:
Sc-1416 sn: (B)(6). The returned implantable pulse generator (ipg) was analyzed and the ipg passed visual inspection, linked to a known good remote control, and the impedance measurements were within the normal range. However, a labeling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that patients contacts had high impedances. The patient underwent a revision procedure. During the procedure, the spinal cord stimulation (scs) lead tails were wet and dry and tested impedances using an external trial stimulator (ets) to confirm the artisan paddle was not the issue. A new battery was opened and there were still impedances. The battery was grounded, and they were all green, however the same impedances re-appeared in post operation. The explanted old implantable pulse generator (ipg) will be returned analysis.

Event description:
It was reported that patients contacts had high impedances. The patient underwent a revision procedure. During the procedure, the spinal cord stimulation (scs) lead tails were wet and dry and tested impedances using an external trial stimulator (ets) to confirm the artisan paddle was not the issue. A new battery was opened and there were still impedances. The battery was grounded, and they were all green, however the same impedances re-appeared in post operation. The explanted old implantable pulse generator (ipg) will be returned analysis. Additional information was received that the patients leads had migrated resulting to having stimulation in the stomach. The patients leads were also replaced.